Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to pacing not delivered when required. As a result, a new lead was implanted. No additional patient adverse effects were reported.